Event description:
Removal of endosseous dental implant. Implant was placed was achieved. Osseointegration was not achieved. An augmentation was performed using alloss cancellous particulate. The clinician reports that the implant came out. The implant was removed on (B)(6) 22012. Another implant was successfully placed. Medical history: no significant findings.